Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to subsidence.

Manufacturer narrative:
The reported event could be confirmed, since review of the available imaging does find that both the talar and tibial component are loose and subsided. Medical affairs reviewed the available information and determined the following: the loosening and subsidence of both the talar and the tibial component can be confirmed with the provided CT-scan. The short time period between the implantation and the failure is a little surprising, but there is no information given, that an infection or something specific led to the failure. The provided information is not very comprehensive. It is likely, that no consolidation/ingrowth of the implant occurred at all. A periprosthetic fracture seems to have occurred-that seems to have partly consolidated. The alternative is that due to missing union/bony integration excessive bone growth has occurred. Without further information this cannot be assessed. Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to subsidence.